Event description:
A medtronic representative reported that he just finished upgrading the system to a rollingstone computer; but as soon as he loaded siemens MRI test exams from a surgeon's clinic, it began operating sluggishly. Model building was considerably slower and the system hung up in the synergy cranial blue screen when going back to the patient load screen to pick another exam after doing some modeling and jumping around with the menu. He restarted 2.2 using ctrl/alt/ backspace and was able to restart and access the same exams again, which still ran noticeably different. There was no patient present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available during a cross-functional software engineering review meeting that the incident had the potential to recur during therapy, and therefore the decision was changed to a reportable malfunction. The software investigation was completed and found to be related to system performance. Analysis of the exam shows it is a 512x512 mr, which will take more time to process than a 256x256 mr exam. This issue will be continually monitored in a medtronic software anomaly tracking database.